Manufacturer narrative:
The device was not returned for evaluation. Unable to determine if any product condition could have contributed to the reported physicians visit for hyperglycemia. No release records were reviewed, as the product number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
It was reported that the customer's blood glucose (bg) level reached >500 mg/dl. Documentation was received from the customers physician regarding elevated bg fluctuations during usage of the omnipod during the customers previous pregnancy.